Event description:
It was reported that a malfunction alarm occurred on pump, indicated as malfunction 199 in tandem source with malfunction code 0, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support informed customer that malfunction indicated pump issue, provided pump reset instructions, assisted with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction appeared again.